Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphemia at post-operative visit; therefore, the condition of the product could not be verified. There is no report of intraoperative complications during implantation of the device, and no report of device failure. The occurrence of hyphema following device implantation is not unexpected, and the risk of hyphema is discussed in the product instructions for use (IFU). A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root cause is that the risk of hyphema is discussed in the product IFU. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported a patient with hyphemia at one day post-operative visit after having a micro-stent implant. Additional information was requested.